Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the reservoir does not stay inside of the pump and the plastic looks like it is worn out. The customer's blood glucose was 400 mg/dl at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined troubleshooting as the reservoir compartment was damaged.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip was completely broken off and a test reservoir could not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, no delivery, displacement and rewind tests. Unable to perform the basic occlusion or occlusion tests due to the broken off reservoir tube lip.